Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Loose triathlon tritanium size 3 pressfit baseplate. Lucency on xrays watched over time and patient experiencing knee pain.

Manufacturer narrative:
Additional information: update to implant date. An event regarding loosening involving a tritanium bplate triathlon s3 was reported. The event was not confirmed. Method & results: product evaluation and results. Visual inspection: the reported device was not returned however photographs were provided for review. The photographs shows a recently explanted triathlon baseplate with nothing remarkable to report. The event cannot be confirmed. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: cannot confirm event, need additional information; primary and revision operative reports, clinical and past medical history, additional serial dated x-rays and examination of explanted components. Product history review: not performed as the device lot details were not provided. Complaint history review: not performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Loose triathlon tritanium size 3 pressfit baseplate. Lucency on xrays watched over time and patient experiencing knee pain.